Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. Failure analysis found c-34 errors in the errors. Upon visual inspection, the unit appeared cracked on both sides at the top. There was a c-34 error on start-up and c-34/m-11 mono coag activation. The unit that was placed on golden system and was run in normal mode. The complaint was confirmed and reproduced based on the field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation, however, failure analysis concluded that no root cause could be attributed to this issue. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe integrated electrosurgical unit (iesu) displayed error c-34 when the surgeon attempted to activate the monopolar instrument. At the time of the call to technical support, the customer had connected a covidien valleylab ft10 electrosurgical unit to the system solely for monopolar instrument use while keeping the bipolar instrument connected to the erbe iesu. No injury or death occurred. The procedure was completed robotically with the same da vinci system and iesu. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a defective iesu. The fse replaced the part to resolve the issue.